Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-02284. Additional information received stated that one of the patient's leads was explanted and replaced on (B)(6) 2019. Post-operatively, stimulation therapy was restored.

Event description:
Related manufacturer reference number: 3006705815-2019-02284. Additional information received stated that upon explant, the physician observed that the lead was fractured.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2019-02284. It was reported that the patient was experiencing ineffective stimulation. Diagnostics revealed that the patient had high impedances. Reprogramming was performed but only half of the patient's pain was being covered. In turn, x-rays were taken which confirmed that one of the leads had migrated. Surgical intervention may be pending to address the issue. It is unknown which lead migrated, therefore all leads are being reported on.